Event description:
It was reported that this right ventricular (rv) lead presented a loss of capture the evening of the day it was implanted. The next day, loss of capture was confirmed via device check and the this lead was confirmed to be dislodged via x-ray and was revised on the afternoon. This lead remains implanted. No additional adverse patient effects were reported.